Event description:
It was reported that lead rj zy44pjusbv/(B)(6) were capped on (B)(6) 2024 due to product performance issue.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Based on additional information received on 17 may 2024, it was reported that this right atrial (ra) lead was surgically abandoned due to high capture threshold and the entire system presented infection. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No product was provided for analysis. The lead was capped on (B)(6) 2024 and new device was implanted. The device was in service for approximately 25 years, 8 months before being capped on (B)(6) 2024. There was no adverse event with the patient. Based upon the implant date of this lead (1998), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. The event will be re-evaluated if additional information becomes available. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.